Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (gong alarms, damaged monitor case) has been confirmed. Upon investigation the monitor failed incoming testing. The monitor's electrode belt connector was broken free from the monitor enclosure, severing wires within the connector. The root cause for the damaged connector was excessive force. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms and had reported having a damaged monitor case.